Event description:
It was reported that during a total laparoscopic hysterectomy the doctor was using enseal g2 for more than an hour. He had completed all the ligaments around the uterus already and needed to control some small oozing at patient side. He tried to advance the blade to the bleeder and activate it. When he stop activated it and removed it, the electrode stuck on the tissue. Not a very big force he used, the electrode on the jaw fell apart. The nurse realized it and told the doctor to change a new one. No patient consequences reported. One device will be returning.

Manufacturer narrative:
(B)(4): information asked for but unknown or not provided during initial contact.should the information be provided later, a supplemental medwatch will be sent. The device was received with the electrode detached from instrument and not returned.the ceramic is missing.the ceramic was damaged by the separation of the electrode from the lower jaw.visual inspection under magnification was performed and evidence of active road was noted.because of the missing electrode we were unable to test the full functionality of the instrument.it is possible that a replace instrument was noted during usage with the jaw damaged in this manner. This was not confirmed during complaint analysis.